Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced three syncope episodes. It was decided to explant and replace this device. No further adverse patient effects were reported.